Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. The inner diameter (ID) of the distal detachment tip (ddt) was measured to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken and the embolization coil was detached from its pusher assembly. If the pet lock is broken on the proximal end of the pusher assembly and the pull wire is completely retracted out of the ddt, by design the embolization coil will detach from its pusher assembly. The ID of the ddt was measured and found to be within specification. Further evaluation of the smart coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. The root cause of reported issue could not be determined. The smart coil embolization coil was not returned for evaluation. Evaluation of the returned handle revealed that the handle was functional. The handle was tested using the handle fixture and passed both pull force and throw distance. Therefore, the handle was functional. The root cause of reported issue could not be determined. Penumbra coils are visually inspection during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached a smart coil in the target vessel using a non-penumbra microcatheter and the handle. The physician then experienced difficulty while attempting to detach the second smart coil using the handle and the smart coil failed to detach; therefore it was removed. The procedure was completed using the same microcatheter, the same handle, and a new smart coil. There was no report of an adverse effect to the patient.